Event description:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Despite the three attempts, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "product problem" in box b has been updated/corrected to reflect adverse event. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 health effect- impact code and patient outcome code grid has been updated.